Event description:
The pt reported experiencing elevated blood glucose of 320 mg/dl on (B)(6) 2010, at 10:00pm, and she bolused 3 units of insulin through the infusion device. On (B)(6) 2010, at 8:00am, her blood glucose measured 600 mg/dl and she found the transfer set was clogged and no e4 (occlusion) error had been displayed on the infusion device. At 10:10am, she bolused 5 units of insulin. Her normal blood glucose range is 80-120 mg/dl. She changes the infusion site every 2-3 days and the infusion tubing and insulin cartridge every 7 days. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.